Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found instrument pitch cable broken at the distal clevis hub. Broken segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Also, the pitch up cable was frayed at the distal clevis hub and the frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. The conductor wires were intact and undamaged. Failure analysis investigation also found deep scratches at the distal end of the main tube with light material removal. The scratches were .107 - .778 in length and not aligned with the tube axis. No other damage was found. It was concluded that the damage to the main tube may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported broken cable, and scratches on the main tube found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during da vinci si hysterectomy procedure, the prograsp forceps instrument cable broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.